Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that they performed cable connection test to rear connection panel and found two pins inside the connector were bent and the umbilical cable was not connected properly. Performed pins alignment and charging test. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was experiencing intermittent charging. It would start charging and then stop after a few minutes. There was no patient present.